Manufacturer narrative:
Citation: li, l., wu, q.-w., li, h., li, t.-x., wang, z.-l., zhu, l.-f., gao, b.-l.. Safety and outcomes of the pipeline embolisation device in the treatment of unruptured complex intracranial aneurysms. Clinical radiology 92, 107133 2026. Doi: 10.1016/j.crad.2025.107133 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Li l, wu q-w, li h, et al. Safety and outcomes of the pipeline embolisation device in the treatment of unruptured complex intracranial aneurysms. Clinical radiology. 2026;92:107133. Doi:10.1016/j.crad.2025.107133 literature was reviewed regarding "safety and outcomes of the pipeline embolization device in the treatment of unruptured complex intracranial aneurysms". The time frame of this study was january 2015 to october 2016. Fifty-three patients with 70 unruptured complex aneurysms treated using peds were retrospectively enrolled, including 16 male and 37 female patients, with an age range of 35 to 79 years (mean: 56.8). Twenty-five patients with 25 aneurysms underwent ped deployment plus coiling, and 28 patients with 45 aneurysms experienced ped deployment alone. Fifty-eight ped flex devices were placed in 53 patients with 70 aneurysms, with a stenting success rate of 100%. All peds covered the aneurysm neck with good wall adherence. The following medtronic devices were used: pipeline embolization device (ped) flex and navien guiding catheter. One death occurred in the study population. -the cause of death was aneurysm rupture 3 days after embolization leading to subarachnoid hemorrhage and death on the 4th day among patient adverse events included: -periprocedural complications in 5 patients (9.4%) -one patient experienced severe headache caused by intraparenchymal hemorrhage 10 days after the embolization procedure and was re-h ospitalized for treatment. -one patient with moderate stenosis of the proximal parent artery, hyperperfusion syndrome happened, resulting in restlessness and u nconsciousness with an mrs score of 4. After active antihypertensive therapy, the patient was discharged with an mrs score of 1. -in one patient, acute cerebral infarction occurred one day after the embolization procedure, leading to right-side central facial, lingual paralysis, and right limb paresis. Brain MRI confirmed an infarct in the ipsilateral area of ped placement, and the mrs score was 4 at discharge after treatment. -in one patient, the distal end of the microguidewire was separated and left at the distal bifurcation of the middle cerebral artery, without aggravating symptoms. Manufacturer of the microcguidewire was unknown -during follow-up, two patients had additional nervous symptoms. In one patient who did not take the antiplatelet medication orally, paroxysmal left limb weakness took place two months after treatment and acute cerebral infarction on the ipsilateral side of ped placement was confirmed by MRI. Sixteen months after strengthened antiplatelet treatment, the mrs score was 1. -in one patient with headache one month after treatment, susceptibility weighted MRI demonstrated multiple tiny hemorrhagic lesions on the ipsilateral brain of the ped deployment, and clopidogrel was terminated with an mrs score of 0 at 12 months. No further information was provided pertaining to medtronic products.